Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot. Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately, no sample is available at the customer. The balloon burst issue is known and monitored on a monthly basis. No other corrective action will be implemented as the specific trend for balloon deflating and this product family has an average which is considered acceptable as per the threshold.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, catheter inserted with 50mls of saline, balloon burst and fell out of the patient. Same code catheter re-inserted with no issue. No medical issue with patient post incident.